Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was unable to be confirmed with information provided. No devices or photos were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation determined that this device is in scope of a previously initiated recall for a packaging issue, however it cannot be determined if this issue led or contributed to the reported event. A definite root cause not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Combination product ¿ yes.

Event description:
It was reported that the patient alleged to an infection post-implantation. It was noted that the recalled cement was used on the patient. Attempts have been made and additional information on the reported event is unavailable.